Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 12/31/2014 with the following findings: the battery compartment was observed to be cracked in two places: in the thread area and below the grip pad. The reported issue was confirmed. Unrelated to the reported issue, the threads of the returned battery cap were found to be stripped. A test battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU), was used during the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.